Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer¿s other different blood glucose was 36 mg/dl, 94 mg/dl, 295 mg/dl, and 558 mg/dl, 444mg/dl and 620 mg/dl, 590 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with manual injection and insulin pump. The customer also treated with food for low blood glucose. Customer report customer does not allege pump was under delivering. The customer state that the auto mode feature was active. The insulin pump will not be returned for analysis.